Event description:
Incident occurred in finland. According to the physician, during a ptca procedure at the right coronary artery level using a namic fluid system, the physician observed air bubbles in the fluid management system possibly due to a broken check valve. There was an air embolism inside the pt's coronary artery. Due to probable cardiac arrhythmia the pt had to undergo a resuscitation procedure and was transferred to the intensive care unit. The pt is doing well today with no clinical complications and consequences. The used device was returned for eval.